Event description:
The customer reported a case of reagent in eyes with the binaxnow¿ covid-19 antigen self test that occured on (B)(6) 2022. The customer stated that they gave the reagent by mistake as eye drops from (B)(6) 2022 to (B)(6) 2022 to the patient. The patient eyes are red and irritated. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. . A product deficiency was not reported or identified. Customer was provided the relevant safety data sheet by technical support. Technical services advised the customer to seek medical advice, if any irritation occured. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked.